Event description:
Adverse event: decreased bcva, induced astigmatism. A surgeon reports one pt with an unexpected outcome following refractive surgery. Pt's records were received and indicated the pt exhibited induced astigmatism and a decrease in bcva. During the postoperative period, the pt reported difficulty driving at night, glare, starbursts and fuzzy vision in the right eye. The surgeon stated he did not think the pt's outcome was due to the laser, but rather was a flap issue. The pt was sent to a corneal specialist for a second opinion in preparation for a possible retreatment. The corneal specialist stated the pt's flap cut was 8.5mm for a 9.0mm ablation zone. The specialist felt by cutting a smaller flap, the underside of the flap was exposed to excimer laser spots which could increase the rate of epithelial ingrowth because the epithelium that is lasered becomes activated and can lead to epi-ingrowth. The underside of the flap that is lasered leads to irregular astigmatism with an increase in risk for dlk (diffuse lamellar keratitis), microstriae, etc. There is also a risk of undercorrection because the full treatment is not being delivered to the stroma. The corneal specialist stated in his opinion, the induced cylinder of this pt is due to the abnormal flap geometry with scar.

Manufacturer narrative:
Determination of root cause: assessment: log file review indicated the laser was running fine with no errors, warnings, or messages and without any energy fluctuations during the time of this pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. This pt presented with a non contributory medical and ocular history. The uncorrected visual acuity (ucva) was 20/cf, the manifest refraction (mr) was -7.00-1.75x084, the best corrected visual acuity (bcva) was 20/15 and on (B) (6) 2008 underwent myopia with astigmatism lasik. The flap diameter was recorded as 8.5mm on the intralase report and the ablation zone was recorded as 9.0mm on the laser treatment report. During the five months postoperative period, the pt demonstrated variable ucvas, mrs and bcvas with the final ones reported as, 20.70, +1.00-2.75x081, 20/20. During that period, doctor's notes indicated the presence of corneal microstriae, increased astigmatism and considered retreatment "once mr stability". The term best corrected visual acuity [bcva] describes highest measurable level of visual acuity based upon subjective responses with the aide of a corrective optical device. A loss of bcva after refractive surgery indicates that the postoperative bcva is less than the preoperative bcva. The severity is determined by the magnitude as reported in the investigation, based upon the number of lines lost on the standard acuity chart. In this case, the severity was determined to be moderate. The pt demonstrated a temporary 3 lines loss of bcva at the 3 weeks post operative visit, that may have been associated to the reported corneal haze and microstriae, and that improved to a 1 line loss by the 1 month visit. A 1 line loss of bcva may not represent a true loss as it may be associated to variations in testing techniques. The pt also demonstrated induced astigmatism that may have been associated to an ablation zone larger than the flap size. A second and third opinion was requested on this case, and both surgeons agreed that the unexpected outcome may have been associated to the ablation of the flap. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors. (B) (4)